Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patients spinal cord stimulator (scs) system was explanted per physicians recommendation. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred two or three years ago from the date the manufacturer became aware of the event. Explant date: 2 or 3 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 2000018067 / 20256038.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.